Manufacturer narrative:
D10: concomitants: 02-010-01-0210. 2049711. Logic femoral ps cem left sz 1. 02-012-41-1010. 2200443. Logic tibia traptray cem sz 1f/1t. 200-02-29. 2343015. Three peg patella 29mm. Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2012. The patient was diagnosed with moderately severe polymeric-induced synovitis with severe femoral osteolysis and more focal tibial osteolysis, synovial expansion into the gutters effaces the collateral ligaments. Ununited bony fragments were identified adjacent to the mcl. Approximately 10 years and 6 months after the initial procedure the patient had a left knee revision on (B)(6) 2022 due to polymeric-induced synovitis. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected health effect, component, and investigation clinical codes.